Event description:
It was reported that the ilet displayed a restart alert indicating consecutive stalled motor activity, after which the user restarted the device, performed a dry run without supplies, successfully advanced 120 units, and then completed a supply change; blood glucose was 190 mg/dl at the time of the call, and the cause of the hyperglycemia was unclear. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without escalation of care. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the device was able to deliver insulin during a dry run and after a supply change, with no confirmed device malfunction identified. It was concluded that the cause of the hyperglycemia was undetermined and that the event resolved with troubleshooting and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.